Manufacturer narrative:
The reported complaint of a prompt to perform a firmware download was confirmed. The session records reviewed suggested that save and download took place. However, the data is not sufficient to show any potential causes of failed attempts of firmware download. Based on the complaint description, there was disruption in telemetry, which is the common cause of firmware download failure. The current programmer software requires the user to repeat the entire save and download procedure should any disruption in telemetry occur.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, a firmware update was attempted, however, telemetry was interrupted. The device was then noted to be in read only memory (rom) mode. The device was ultimately restored, and the update completed successfully. The patient condition was stable.

Manufacturer narrative:
Correction for h6 coding.